Event description:
Pt alleges receiving silicone breast implants eighteen years ago (ie 1978) of an unknown MFR. Pt also alleges they leaked and she had them replaced with silicone. Pt states she "never had any health problems."